Event description:
The pt has two leads (for off-label use) with the same lot number. It was reported one of the pt's leads has slightly eroded through her scalp. As a result, the pt underwent surgical intervention to address the issue. It was also reported the pt is using a triple antibiotic ointment at the lead site. Post-op the pt had effective coverage/stimulation. F/u revealed, the pt had her staples removed and the site is still healing.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.